Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to elevated blood glucose (value not provided), customer was admitted to the hospital. Contact declined to provide further information.